Event description:
The customer reported that following a diagnostic catheterization procedure, a vasoseal vhd kit size 5 was deployed and hemostasis achieved. The pt was discharged from the hosp. While at home, the pt's leg became ecchymotic and painful, and her temperature was elevated. The pt was re-admitted to the hosp and an ultrasound was performed. The ultrasound revealed as pseudoaneurysm which was successfully resolved with ultrasound guided compression. The pt's white blood count was elevated so IV ampicillin was administered. The pt was discharged and no further complications were reported.